Event description:
It was reported to ventec that the device alarmed system fault and began to reboot continuously. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue. The patient was placed on their backup ventilator for support. No further details about the patient or the event were provided. Ventec has reached out to the reporter for additional information about the patient, but no response has been received.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of continuously rebooting was confirmed. Ventec opened the device to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.

Manufacturer narrative:
UDI related data quality updates only. Corrected information for supplemental medwatch report 002 ¿. Section d4, model #, of the initial medwatch report stated: prt-00490-001. Section d4, model #, of the initial medwatch report should have stated: v+o+c+s+n+pro, english. Section d4, UDI #, of the initial medwatch report stated: (B)(4). Section d4, UDI #, of the initial medwatch report should have stated: (B)(4).